Event description:
Sales representative reported that a surgeon experienced problems when he was performing a meniscal repair using straight fast - fix ab. T1 was implanted and as the surgeon was removing the needle the suture broke. The surgeon completed the surgery by performing a partial menisectomy of the damaged area. It is unknown if "ts" were removed from the patient.

Manufacturer narrative:
No conclusion could be made for the device failures.